Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 5 years, 1 month, 13 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient had moderate paravalvular leak and severe aortic stenosis, with a mean gradient of 69mmhg. After review of the patient's CT, significant thickening of the sapien leaflets. The patient underwent a successful valve in valve (viv) procedure with a 29mm sapien 3 ultra resilia valve.